Event description:
It was reported that a pt developed blisters in the mouth the day following a procedure utilizing alginate impression material (unknown manufacturer), duraflow (not manufactured by dentsply), and rogisil 2x; the initial reporter did not know if any medical intervention was administered, though the patient did report an improvement in the symptoms.